Manufacturer narrative:
Other relevant device(s) are: product ID 3889 lot# serial# unknown, product type lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (B)(4): information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that their lead had broken. No symptoms reported and no further complications noted or anticipated.